Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: rob278 - mps evan spencer reported arm vibrating more than usual during tka cuts. During investigation, removed all cosmetic covers and visually inspected all joints in the system. Verified no fraying of any transmission cables, all checked good. Verified all transmission cables were torqued to spec. Verified no loose connections in wires, wire management and made sure there were no loose parts within the system, none found. Checked all cosmetic covers for any broken or loose parts, none found. Re-installed cosmetic covers. Performed a full sawbone test with fse mics. While "ghost cutting", did not note any vibrations of the arm when "cutting". Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob278 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob278 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm vibrating more than usual during cuts. Mps reported that dr is requesting service. Arm vibrating more than usual during cuts. Mps already contacted fse prior to calling. Surgery was completed robotically.

Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: rob278 - mps evan spencer reported arm vibrating more than usual during tka cuts.during investigation, removed all cosmetic covers and visually inspected all joints in the system. Verified no fraying of any transmission cables, all checked good. Verified all transmission cables were torqued to spec.verified no loose connections in wires, wire management and made sure there were no loose parts within the system, none found. Checked all cosmetic covers for any broken or loose parts, none found. Re-installed cosmetic covers.performed a full sawbone test with fse mics. While "ghost cutting", did not note any vibrations of the arm when "cutting". Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob278 was inspected on 25/04/2014 and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob278 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm vibrating more than usual during cuts. Mps reported that dr is requesting service. Arm vibrating more than usual during cuts. Mps already contacted fse prior to calling. Surgery was completed robotically.